Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 investigation findings.

Event description:
N/a.

Manufacturer narrative:
Updated fields: a (patient demographics) b3, updated aware date 10/14/2025, g3, g6, h11. This non esp complaint was identified as a duplicate of (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) screen went black and powered down unexpectedly. There was no patient harm reported.

Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). Updated field: b3,b4,d9(device available for eval, return to manufacture date),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected field: e1(event site telephone). In the initial emdr parent aware date was submitted as 10/29/2025. However, as per the latest information received the aware date is updated to 10/27/2025. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue in device logs and noted the occurrence of several error code 111¿s, 112¿s, and 118¿s within the timeframe of the reported issue. The fse replaced the expired batteries and also the executive processor board based on log data. Installed software and completed all calibrations and functionality checks. The unit passed all performance and safety tests according to factory specifications. The unit was returned to the customer. The failure analysis and testing department received executive processor board with a reported failure of screen went black and unit powered down unexpectedly. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed executive processor board in the cardiosave test fixture and tested to factory specifications and the cardiosave service manual number. The failure analysis and testing department operated the test fixture continuously for approximately 3 hours, during which the reported failure was not observed. Retaining the executive board in the fat dept.

Event description:
N/a.